Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, we could not specify the root cause of the material remained in the device. But is likely that problems related to reprocessing led to the malfunction. The event can be prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they believe a stent is stuck in the evis exera iii duodenovideoscope channel. The issue was found during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure which was completed with a similar device without delay. There were no reports of patient harm or infection.

Manufacturer narrative:
The device was returned to olympus for evaluation, and due to clogging of the channel tube, a foreign object came out of the distal end. The additional evaluation findings were as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive on the bending section cover had a crack, the light guide lens glue was deteriorated, and the charged coupled device glue was deteriorated. Additional information received from the customer stated that the scope was used on a patient on (B)(6) 2023. During the case, a boston 10x7 biliary stent was inserted and a 5x4 cook pancreatic stent was inserted. The final screen shot showed two stents in situ. The scope was pre-cleaned, leak tested and brushed to check channel patency prior to hospital grade disinfectant in soluscope sprint. At no time during this process was it evident that there was an obstruction in the scope. The scope technician did not feel any obstruction when checking channel patency and the scope did not alarm during the high level disinfection cycle. On (B)(6) 2023, the scope was placed into the soluscope sprint on a sterile cycle prior to commencement and use in a ercp. This was the first time the scope had been handled since (B)(6) 2023. The scope was set up and ready for the first ercp of the list and the proceduralist commenced insertion into the patient. When he reached the duodenum, he asked for the autotome and wire. The autotome would not pass past 50 cm in the working channel of the scope. The scope was withdrawn and taken to the clean-up room. The endoscopy technician tried brushing the channel and found an obstruction. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.